Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). No histoacryl tip in the box.